Manufacturer narrative:
N/a

Event description:
The following has been reported: biomed reported: "pump problem red alarm no patient harm or infusion stoppage reported. A preliminary review of the logs identified the following issue: mechanical hardware failure. (Air compressor) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The pump was returned for mechanical hardware failure (air compressor). Upon return, the device started up with double red pump alarm. Log files indicate mechanical hardware failure (air compressor). Performed recharge test and unit failed. Installed engineering test pneumatic assembly and performed recharge test, unit passed ( no error). The air compressor and lcd touch screen will be removed and replaced during repair process. During investigation it was found the cycle counts on the batteries were high (>140). While the batteries are not a source of failure at this time, they will be removed for further engineer evaluation and will be replaced with new batteries. No other damage found.